Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was bent. The customer¿s blood glucose level was approximately 310 mg/dl. Reportedly, the customer received a new usb cable which addressed the issue.